Event description:
End user alleged while walking his rear caster split in half. Also, 2nd encounter end user alleged while walking and engaging the brakes the brake wire broke away. No injury alleged.